Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event estimated as 03/27/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure using a proglide device. Reportedly, an unspecified failure occurred. The method of hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.